Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #1225714-2013-00537, 00538 and 2937457-2014-00290.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2013, after the use of the product.